Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion and reached end of life indicator. The device was explanted and replaced. No further information was reported.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage.